Event description:
It was reported that an amia automated pd cycler set leaked from an unspecified location. This occurred during priming of the device for peritoneal dialysis therapy. The patient was not connected for therapy at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.